Manufacturer narrative:
(B)(4)

Event description:
It was reported the device went into backup mode due to poor communication with the merlin remote transmitter. A software anomaly was found within the transmitter. This caused the transmitter to permit sudden software resets. The issue was resolved after installing a software download and the device was programmed to required settings. No patient symptoms were detected.